Manufacturer narrative:
This report is submitted on may 16, 2024.

Event description:
Per the clinic, the patient underwent a revision surgery under general anesthesia on (B)(6) 2024, in order to reposition the device. The implanted device remains.